Event description:
Literature: elias wj, sansur ca, frysinger rc, sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009;110(2):201-207. Summary: a total of 258 sides were treated with dbs in 143 pts. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of 15 intracerebral events were reported. One pt experienced a nonhemorrhagic intracerebral injury in the right frontal cortex around the electrode. The pt was agitated and confused but improved to baseline cognitive function over several months. It was reported that nonhemorrhagic vascular events probably represented regions of ischemia, venous congestion or edema. See MFR report #: 2182207-2009-03158.

Manufacturer narrative:
See scanned pages.